Event description:
It was reported that a dissection occurred. Procedure summary: the patient had moderate vessel tortuosity and vessel calcification. A safari2 guidewire was used. During insertion of the accurate tf delivery system loaded with the accurate neo valve into the isleeve introducer sheath resistance was noticed and delivery was stopped. Upon review of the fluoroscopy it appeared that there was a kink in the accurate tf ds which was still inside the isleeve. Upon careful removal of the accurate tf ds a kink was identified. Both the delivery system and isleeve introducer sheath were removed together. There was an accordion appearance was noticed on the isleeve catheter. A non-bsc valve and introducer sheath were prepared and used to complete the procedure. The patient had no issues after the case and remained stable with transfer to the recovery area. Later the patient was returned to the operating room for a surgical thrombectomy due to an ischemic left leg. A clot was removed from the external iliac/femoral area. There was localized dissection in the calcified iliac artery that was repaired with endarterectomy and patch angioplasty after the thrombectomy. The patient was stable. The cause of the localized dissection was felt to be due to the introducer sheath

Manufacturer narrative:
H3: device evaluation: returned product consisted of an isleeve sheath a dilator in the sheath. The device was bloody. Analysis of the tip, sheath, seams, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (misshapen/torn), numerous kinks in the sheath (accordioned) for 22cm that started at the tip, all seams were expanded, and the sheath was twisted 10cm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The device could not be functionally tested due to the excessive damage to the device. The reported sheath kink and tip damage were confirmed, however, the reported difficulty advancing another device, dissection, and surgery could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that a dissection occurred. Procedure summary: the patient had moderate vessel tortuosity and vessel calcification. A safari2 guidewire was used. During insertion of the acurate tf delivery system loaded with the acurate neo valve into the isleeve introducer sheath resistance was noticed and delivery was stopped. Upon review of the fluoroscopy it appeared that there was a kink in the acurate tf ds which was still inside the isleeve. Upon careful removal of the acurate tf ds a kink was identified. Both the delivery system and isleeve introducer sheath were removed together. There was an accordion appearance was noticed on the isleeve catheter. A non-bsc valve and introducer sheath were prepared and used to complete the procedure. The patient had no issues after the case and remained stable with transfer to the recovery area. Later the patient was returned to the operating room for a surgical thrombectomy due to an ischemic left leg. A clot was removed from the external iliac/femoral area. There was localized dissection in the calcified iliac artery that was repaired with endarterectomy and patch angioplasty after the thrombectomy. The patient was stable. The cause of the localized dissection was felt to be due to the introducer sheath.